Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) is unable to connect to ins and sees poor communication screen since today. Pt stated does not have symptom return and has not needed to use programmer in a long time. Agent walked patient through connecting to ins with and without antenna but still saw poor communication screen. Pt repositioned programmer but still saw poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, but pt reports does not recall hcp name. Additional information received on 2021-12-30 stated that they can feel the ins unless ins has moved but it shouldn't have. Patient reports could connect to implant immediately but is now having trouble. No further patient complications are anticipated or expected as a result of this event.